Manufacturer narrative:
(B)(4).

Event description:
It was reported that the remote monitoring system associated with this pacemaker had issued a red call doctor icon, indicating the device had detected an issue that could impact critical therapy but could not transmit it via the communicator. The reason for the icon was not known. The device was later explanted for a yet unspecified product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that the remote monitoring system associated with this pacemaker had issued a red call doctor icon, indicating the device had detected an issue that could impact critical therapy but could not be delivered via the communicator. The reason for the icon was not known. The device was later explanted for a yet unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review of device memory did not find any suspicious faults or resets. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.